Manufacturer narrative:
Intuitive surgical, inc. Did receive the sureform 60 green reload accessory to perform failure analysis and did not confirm or replicate the customer reported complaint. Visual inspection found all the pushers deployed and all staples discharged. Additionally, the reload was found to have the knife exposed within the knife track. The knife was exposed towards the distal end of the returned reload. The reload was found to have blade damage. The accessory reload knife was found to have mechanical indentations.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted revision gastric bypass reversal procedure, the stomach tissue slipped while firing, causing an incomplete staple line. The issue occurred on the first fire while using a sureform 60 stapler instrument with a green reload accessory; tissue was pushed forward, partially stapled and cut in different areas, without stapling. There were no malformed or unformed staples observed and the reload did not have an exposed blade. The procedure was converted to laparoscopy due to the holes/gaps, which required the surgeon to remove additional tissue from the gastric pouch. As a result, the anastomosis was modified from a linear to a circular anastomosis, which put the patient at a higher risk for complications post-operatively. The procedure was completed and there were no post-operative complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument or the green reload accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. Advance stapler log review showed the sureform 60 stapler instrument was installed on the system 5 times and successfully fired 5 reloads (1 white, 1 green, 3 white, in that order). There were no stapler related errors in the logs.